Event description:
Bd alaris primary tubing ref# 2420-0007 lot#: 25065380, expiration: 6/15/2028. When tubing was placed into the pump for administration. The tubing began to leak where the tubing comes out of the pump. Medication had to be remade due to high volume leaking.